Manufacturer narrative:
(B)(4).

Event description:
It was reported that the longevity remaining on the implantable cardioverter defibrillator (ICD) was less than two years. There was an increase in power consumption by the ICD that corresponded to a drop in right atrial (ra) pace impedance to less than 200 ohms. The ICD was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that the longevity remaining on the implantable cardioverter defibrillator (ICD) was less than two years. There was an increase in power consumption by the ICD that corresponded to a drop in right atrial (ra) pace impedance to less than 200 ohms. The ICD was successfully explanted and replaced. No additional adverse patient effects were reported.